Manufacturer narrative:
An event of patient death due to av disruption was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 33mm biocor valve was implanted. On the same day, due to an av groove tear, the patient required additional surgery to patch the tear and explant the valve. A 31mm biocor valve was implanted. The patient died 3 days post-op due to av disruption.